Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a report anomaly and had carelink latency loading the patient list. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. No product return was required for mmt-7350.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by generating assessment & progress report for the user in carelink support application and observed that the issue was reproducible. For further investigation , we created an internal ticket to carelink dev team the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue the logic of displaying the tir (target in range ) in carelink system application was pointing to the previous carelink version which did not pull the recent data to display analysis summary: carelink dev team confirmed that this issue is due to a configuration missing for the latest release version. We did updated helpline on the configuration fix happened as part of inct1051931 in hpsu (high priority software update) release. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Afc code: fb36af configuration issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.